Event description:
It was reported by the customer that a pyxis anesthesia es system shut down in the middle of a case. The customer did not respond to the manufacturer's attempts to obtain additional information regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
It was reported by the customer that a pyxis anesthesia es system shut down in the middle of a case. The customer did not respond to the manufacturer's attempts to obtain additional information regarding the event. There were no adverse events or injuries reported based on this event. Upon investigation of the actual device used in this incident the malfunction could not be reproduced. The device's backup battery and power supply unit were tested and confirmed operational. The device's all in one, battery and power supply were replaced to resolve. The system was functional as intended.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that the device rebooted in the middle of the procedure due to loose connections. The field service engineer checked the battery as requested by the customer and reconnected all connections. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system shut down in the middle of a case. The customer did not respond to the manufacturer's attempts to obtain additional information regarding the event. There were no adverse events or injuries reported based on this event.